Manufacturer narrative:
The involved device was not returned by the user facility and the lot number is unknown, which limits quality record review. The investigation was based upon a review of information and pictures provided by the user facility. Clinical data was provided that included photographs taken during use of the actual device and the perfusionist's record. The photographs showed that red and white thrombi had formed on the venous filter in the reservoir and appeared to be in a film-like state. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as, "for a low dose of drug administration, do not inject the luer ports leading to the cardiotomy filter. If drug is injected inside the cardiotomy filter, it could stagnate in the filter." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported noticing a "white substance" adhering to the inner wall of the reservoir below the 500ml mark during an aortic valve replacement (avr). The following information was obtained from the user facility: the white substance was noticed immediately after the initiation of the extracorporeal circulation; the reservoir was shook and the white substance disappeared; the extracorporeal circulation continued; upon lowering the blood level in the reservoir, a large amount of red thrombus was found adhering to the outer surface of the venous filter; the thrombus was left in the filter; the procedure was completed successfully; and there was no harm to the patient.